Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt experienced bladder infections, shortened vagina, pelvic pain, vaginal bleeding, urinary urgency, urinary frequency, vaginal scarring, urinary incontinence, dyspareunia, sexual loss, and loss of sensation in her vaginal area. The pt has retained ivs-02 material. The pt has had other procedures.

Manufacturer narrative:
(B)(4).